Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the display screen had a dim/fading/color spectrum issue. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the alleged issue was not resolved with troubleshooting.

Manufacturer narrative:
Follow-up #1: date of submission 04/08/2015. Device evaluation: the device has been returned and evaluated by product analysis on 03/30/2015 with the following findings: on examination, the display was found to be dim and discolored. Investigation duplicated the complaint. Unrelated to the original complaint, the contrast button was unresponsive. The contrast button has no effect on insulin delivery to the patient. The keypad cover was removed for investigation and revealed contamination on the contacts of the keypad buttons.